Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported after the surgeon repaired the hernia, he used the ems to close the peritoneum. The device fired properly for the first few staples, but then it would not fire. The remaining staples jammed up in the device. The surgeon completed the procedure by opening another ems device.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, no and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to how the reported "device fired properly for the first few staples, but then it would not fire" during surgery occurred. The instrument was received empty. No functional testing could be performed due to the instrument being returned empty. No deformity could be identified.